Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips not properly formed when placed on the cystic duct, did not properly occlude vessel. Another like device was used to complete the procedure. Surgery was prolonged five minutes. There were no adverse consequences for the patient.